Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to flush the device. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). During device preparation of the clip delivery system (cds), a flush was attached to the flushport, but it would not flush. A syringe was directly attached to the flushport and it still would not flush. It was suspected that the flushport was occluded. There was no patient involvement. Another cds was used to complete the procedure. One mitraclip was implanted reducing mr grade to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
All information was investigated, and the reported difficult to flush was confirmed during returned device analysis as blockage was noted within the bottom flush port of the delivery catheter (dc) handle. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed and the return device analysis, the reported difficult to flush was confirmed due to observed loctite blockage within the bottom flush port of the dc handle, and appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.